Event description:
It was reported that the patient is deceased and died during upgrade procedure from a single chamber implantable cardioverter defibrillator (ICD) to a bi-ventricular ICD system. Additional information obtained reported that the patient was ¿very sick¿ at the onset of the case. The patient was further reported to have required application of continuous positive airway pressure (c-pap) device during the procedure. The cause additional circumstances of the patient death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 implantable tachy lead implanted: 2006 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2006 (B)(6); 429688 implantable pacing lead implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
Additional information received noted the cause of death as cardiorespiratory arrest secondary to seere ischemic cardiomyopathy, coronary artery disease as well as chronic obstructive pulmonary disease and sleep apnea which occurred during an attempted upgrade to a biventricular implantable cardioverter defibrillator (ICD). The patient was further reported to be critically ill with multisystem organ disease. No performance issue was reported and the death was noted by the physician to be unrelated to the device system.